Event description:
It was reported that two patients sustained superficial burns to the chin and lip area respectively following hair removal treatment with a lumenis lightsheer duet et handpice. It was further reported that the patients have healed. No information regarding a report of serious injury or any medical intervention to preclude serious injury was received.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details concluding the probable root cause of the reported event to be debris build up on the treatment tip as a result of insufficient cleaning by the device operator in contradiction to device labeling and common medical practice. Furthermore, the expert concluded the reported treatment setting were appropriate. Lumenis investigated the reported event. The device operator disclosed that debris was observed on the treatment tip during a discussion of the events reported with the lumenis investigator.